Event description:
It was reported that during an unknown procedure, this device didn't apply the clips. A new device was used to carry out this operation. Customer doesn't report any adverse consequences for the patient. The device has been retained for legal reasons, no device will be returning.

Event description:
It was reported that during an amputation of right toe first ray procedure, both clip appliers were not completely closing the clips or aligning them completely together. The clip came off the vessel and cut/tore the vessel. They used single clip appliers to complete the case. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information has been requested, no response has been received to date. A supplemental report will be sent upon receipt of further information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.